Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician suspected an infection, which required pocket revision for the implantable cardiac monitor (icm). The icm remains in use. No further patient complications have been reported as a result of this event.